Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 21616992/5077367, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the wound opened up due to staples not closing incision. Symptoms of fever and sweats were noted. The physician believed that the infection was not device related. The patient was admitted to the hospital and underwent an explant procedure. The patient was reportedly doing well postoperatively.